Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (I and ii), lot x374, on the galileo.

Manufacturer narrative:
A visual review of results for initial testing on (B)(4) 2013, showed that cell 1, which resulted as negative, had a loose negative button with a slightly red background. Cell 1 is positive for the kell antigen. Repeat testing on the galileo was performed by the customer using a different lot of test wells. The expected positive results were obtained. No additional testing could be performed due lot x374 expiring. A review of the device history record was performed and there were no deficiencies identified. The product performed as expected upon release.